Event description:
Per user facility medwatch form, #(B)(4) attached to this report.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, and ejected the remaining clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, and ejected the remaining clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # k90r5h, expiration date: 02/2018, manufacturing date: 03/2013.

Manufacturer narrative:
(B)(4).information was not provided by the initial contact. Information anticipated, but unavailable at this time.